Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped2 pipeline twisted in the middle section and had resistance in the phenom catheter. At the beginning of the treatment, the device was partially unsheathed and recaptured again to turn the ptfe sleeves without problems and without resistance. However, when starting the deployment, it did not open correctly on the first attempt, leaving the distal end with a ¿fish mouth¿. After performing ¿pull and push¿ maneuvers, it opened correctly, achieving good distal apposition of the device. When continuing to unsheath it, in the middle third, it did not open, leaving a ¿twist¿. ¿push and pull¿ maneuvers were performed, but it was not possible to open it. Therefore, it was decided to partially recapture it and remove the entire system. No damage was observed to the pusher or the microcatheter in this case. It failed to open in the middle section. The pipeline was not positioned in a bend. Less than 50% had been deployed when it failed to open. The pipeline was resheathed more than 2 times. Only used push and pull during deployment in an attempt to open the pipeline. The pipeline was resheathed and removed from the patient with the catheter. There was resistance in the distal section of the catheter. The devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as per IFU.  The patient was being treated for an unrupturedm saccular aneruysm in the keft ophthalmic tandem. Small wide-necked saccular aneurysms. The max diameter was 5mm and the neck diameter was 3mm. The distal landing zone was 3.8mm abd ge neck diameter was 3mm. The distal landing zone was 3.8mm and the proximal landing zone was 4.6mm. Vessel tortuosity was moderate. The access vessel was the internal carotid artery (ica) right with a diameter of 6mm. Angiographic result post procedure was cerebral artery flow redirection. Dual antiplatet treatment was administered. No patient symptoms or complications were reported. Ancillary devices: shuttle 6fr sheath, navien 6fr guidecatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no damage to the pushwire.